Event description:
This intuitive instrument - vessel sealer (si) was returned with a note stating that it failed during the case. Specific failure was not indicated. No pt harm was indicated. This one time use disposable instrument will be returned to intuitive for reimbursement.